Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effect of death and the relationship to the product, if any, cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. The reported patient effect of death, is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B2, b3: estimated date. D4: the UDI is not known as the part and lot number were not provided. D6a: estimated date. The additional patient effects reported in the article are captured under a separate medwatch report. Attachment article titled: "one-year outcome of a prospective trial stopping dual antiplatelet therapy at 3 months after everolimus-eluting cobalt-chromium stent implantation: shortt and optimal duration of dual antiplatelet therapy after everolimus-eluting cobalt-chromium stent (stopdapt) trial."

Event description:
It was reported in a research summary article that the stopdapt trial is a prospective multi-center single-arm study evaluating 3-month dual antiplatelet therapy (dapt) dapt duration after cobalt-chromium everolimus-eluting stent (cocr-ees) (xience skypoint) implantation. The primary endpoint was a composite of cardiovascular death, myocardial infarction (mi), stroke, definite stent thrombosis (st) and timi major/minor bleeding at 1 year. Between september 2012 and october 2013, a total of 1525 patients were enrolled from 58 japanese centers, with complete 1-year follow-up in 1519 patients (99.6 %). Results included death, myocardial infarction, stroke, bleeding, possible stent thrombosis, target lesion revascularization and coronary artery bypass grafting (CABG). The results from the stopdapt trial were compared to the reset trial as a historical comparison group. The (randomized evaluation of sirolimus-eluting versus everolimus-eluting stent trial) reset trial is a randomized controlled trial comparing cocr-ees with sirolimus-eluting stent conducted by the same study group in 2010). Results from the reset trial included death, myocardial infarction, stroke, bleeding, stent thrombosis, target lesion revascularization, and CABG. It was found that stopping dapt at 3 months in selected patients after cocr- ees implantation was at least as safe as the prolonged dapt regimen adopted in the historical control group. Additional information can be found in the article "one-year outcome of a prospective trial stopping dual antiplatelet therapy at 3 months after everolimus-eluting cobalt-chromium stent implantation: shortt and optimal duration of dual antiplatelet therapy after everolimus-eluting cobalt-chromium stent (stopdapt) trial."